Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed a possible infection. Nevro was unable to obtain additional information regarding the nature of the infection. The wound was re-stitched and there have been no reports of further complications regarding this event.